Event description:
The customer reported that the system failed to initialize upon start up. There is no report of a pt injury or death associated with this incident.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard disk drive was evaluated and replaced. The system was tested and found to be working as intended and returned to service.